Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient was not getting enough medication from the device; the pump was "giving them spurts of baclofen". It was noted that the patient had gotten two urinary tract infections and that her muscle tone had changed. A dye study was performed and no abnormalities were found. It was reported that the patient was given oral baclofen to help and the device was filled with saline. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.

Manufacturer narrative:
*Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the pump was confirmed to be functioning normally and the patient was doing well. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.